Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her child's insulin pump alarmed button error. Customer did not indicate any significant events leading to the error. Customer's blood glucose was unknown at the time. Troubleshooting was done for error but pump was unable to be corrected and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.